Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was part of a pocket revision due to infection and erosion. Reportedly, there was a thin skin on scar but no evidence of protrusion and no open wound noted. The patient stated discomfort with the device. Moreover, the rv lead was repositioned. There were no additional adverse patient effects reported. The rv lead remains in service.